Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for one patient. An initial creatinine result of 77.4 umol/l was obtained. The result was reported outside of the laboratory to the physician. The physician believed this result to be unusual for the patient and requested the sample be retested on (B)(6) 2017 a repeat creatinine result of 319.0 umol/l was obtained. The repeat result was deemed to be correct. There was no allegation of an adverse event. The creatinine reagent lot was 267416 with an expiration date that was requested but not provided. The customer reported that a sample clot alarm was generated for another sample shortly after the first erroneous measurement. Therefore, they replaced the sample probe. The investigation is currently ongoing.

Manufacturer narrative:
Fields updated to the correct analyzer information. (B)(4).

Manufacturer narrative:
An evaluation of the calibration and qc history showed that there have been no further issues. The abnormal aspiration alarm that occurred shortly before when the original sample was pipetted is assumed to be caused by a sample quality issue. It was stated in a previous report that the abnormal aspiration alarm occurred after the sample was pippetted, the abnormal aspiration alarm actually occurred before the sample was pipetted. No further issues have been observed.